Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was not told how to use the unit and she allegedly ripped skin off of her already injured feet. She also alleges she reinjured a spinal injury.

Manufacturer narrative:
Manufactured narrative: for MDR follow-up: per provider: initial set up with consumer was very educational. The provider has video evidence of the client acknowledging that she was given the chair she wanted and was properly shown how to operate it. Multiple people attended the demo trial and fitting of the chair. Corrected data: copy of initial MDR on file with manufacturer as evidence of filing. However, some information is different on this MDR in the FDA's e-submitter (electronic file) this MDR is to correct information previously submitted but now different and to add follow-up details.

Event description:
Consumer alleges she was not told how to use the unit and she allegedly ripped skin off of her already injured foot. She also alleges she reinjured a spinal injury.